Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025 at approximately 8:00 am, the patient awoke and observed a sensor failure alert on her cgm device. The last cgm value she recalled was 140 mg/dl, though the exact time of that reading is unknown. Upon noticing the sensor failure, the patient performed a bg meter check, which read 500 mg/dl. The patient was using a tandem insulin pump, which was reported to be not operating in closed-loop mode during the event. At this time, the patient experienced symptoms including thirst, vomiting, and inability to tolerate food. As corrective action, the patient inserted a new sensor and administered two insulin injections. She then sought care at the emergency room (ER). No bg meter reading was documented at the ER. The patient received treatment with an unspecified IV drip and was discharged after less than 24 hours of observation. At the time of reporting, the patient was described as stable and doing well. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.